Event description:
The plaintiff alleges that while working as chairside dental assistant plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff also alleges that in 1999 following a rast test, plaintiff was diagnosed by a dr as being allergic to latex. Plaintiff further alleges that as a result of being sensitized to latex, plaintiff is now subjected to increased health risks. Furthermore plaintiff alleges that plaintiff is subjected to an increased risk of anaphylactic reactions to latex products. Also plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Finally the plaintiff's spouse alleges that spouse suffered the loss of support, services and companionship of plaintiff.